Manufacturer narrative:
Clinical review: there is a possible temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with subsequent transition to in-center hd therapy. However, the patient reported being diagnosed with peritonitis after a hospitalization. It is unknown if the patient was utilizing fresenius product(s) during the hospitalization. There is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2022 a peritoneal dialysis (pd) patient reported being diagnosed with peritonitis three weeks ago after being in the hospital. No additional information was provided. Follow-up with the patient¿s clinic documented that the patient was transitioning to in-center hemodialysis (hd). No additional information was provided. The patient¿s peritoneal dialysis provider was not available and did not respond to messages. Although requested, no further details were provided.

Event description:
On (B)(6) 2022 a peritoneal dialysis (pd) patient reported being diagnosed with peritonitis three weeks ago after being in the hospital. No additional information was provided. Follow-up with the patient¿s clinic documented that the patient was transitioning to in-center hemodialysis (hd). No additional information was provided. The patient¿s peritoneal dialysis provider was not available and did not respond to messages. Although requested, no further details were provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.